Event description:
It was observed that during maintenance, the colonovideoscope exhibited foreign objects inside the air and water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.